Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "transcatheter patent ductus arteriosus closure: what have we learned after over 25 years? A single-center experience with 1036 patients", was reviewed. This research article reported that 1,036 consecutive patients underwent transcatheter closure of patent ductus arteriosus(pda) between october 1993 and february 2020. It was reported that a 11kg patient with a 2 mm wide and 5 mm long pda type e(elongated) was implanted with a a 3/6 mm amplatzer duct occluder ii(ado ii). The patient needed urgent surgery due to severe stenosis of the descending aorta. The article concluded transcatheter pda closure with all types of nitinol duct occluders is safe and effective, with no residual shunting at one-year follow-up. The primary and correspondence author of the article is michal galeczka md, department of congenital heart defects and pediatric cardiology, fms in zabrze, medical university of silesia in katowice, silesian center for heart diseases, 9 curie-sklodowskiej st., 41-800 zabrze, poland with the corresponding email: (B)(6).

Manufacturer narrative:
Corrected information for: h6 please remove the previously reported medical device code (2423 - obstruction of flow) additional information for: g3, g6, h2, h6, and h10 as reported in a research article, between october 1993 and february 2020, a patient was implanted with an amplatzer duct occluder ii; an event of stenosis of the descending aorta was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.